Event description:
It was reported that the motor overheated. There was patient involvement; however, no adverse consequence was reported it was reported that there was clinically relevant delay in treatment.